Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a healthcare professional (hcp) receiving unknown baclofen 2000 mcg/ml for a total dose of 845.4 mcg/day via an implantable pump. It was reported the patient was admitted to the hospital after experiencing 8 hours of baclofen withdrawal symptoms including increased spasticity and pruritus. It was stated that the patient had a dye study and it was normal. It was noted that logs were normal. The hcp accessed the patient pump today ((B)(6) 2020) for a refill and expected 9.4ml but was only able to aspirate 0.5ml. The hcp performed the unlock reservoir valve procedure and nothing more came out. The hcp then filled the pump and was able to inject 40 ml. The hcp spoke to the manufacturer representative (rep) who suggested possible that some medication went into the pocket at refill, but the hcp does not believe that was the case. It was reviewed possibility of error during refill or pump overinfusion. The hcp stated that they increased the patient's dose, but it was 769.3 at the time of the symptoms. It was recommended to monitor the pump function. The event date was (B)(6) 2020. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp)reported the cause of the volume discrepancy was not determined. Actions/interventions included the pump was refill with appropriate volume (40ml) on (B)(6) 2020. It was noted that the volume discrepancy and symptoms were resolved. No further complications were reported.